Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was an area of in-stent restenosis of a non-bsc stent located in the internal carotid artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for treatment. However, upon initial inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.